Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving no delivery alarm. Customer reported that blood glucose was 205 mg/dl and blood glucose at the time of call was 469 mg/dl. Customer reported that reservoir had a lot of air bubble but declined troubleshooting for air bubbles. No delivery alarm was resolved with a complete set change. Troubleshooting was performed and products would be replaced.